Event description:
Report 1 of 2 (B)(4): lot 120921037-15 a customer contacted ortho care on 29 september 2022 for what was described as discordant a antigen typing results for two proficiency samples using mts a/b/d monoclonal and reverse grouping card lots 120921037-15 and 020422037-09 in conjunction with their ortho vision ID-mts analyzer. Events dates: (B)(6) 2022 and (B)(6) 2022. Complainant: (B)(6) ¿ position not provided, complaint reporter: (B)(4) ¿ ortho laboratory specialist. Reported on (B)(6) 2022 by (B)(6) to (B)(4) who reported it to ortho care on the same day. Reagents: mts a/b/d monoclonal and reverse grouping card lot 120921037-15 expiry 21 september 2022, manufactured 21 december 2021. Mts a/b/d monoclonal and reverse grouping card lot 020422037-09 expiry 16 november 2022, manufactured 16 february 2022, 0.8% affirmagen lot 8a401 expiry 05 april 2022, 0.8% affirmagen lot 8a470 expiry 06 september 2022. Software version: 5.13.2 proficiency exercise information: american proficiency institute (api) comparative evaluation 2002 ¿ 1st and 2nd events the customer reported that they had tested samples from api comparative evaluation 2002 ¿ 1st and 2nd events for multiple immuno-hematology tests and that for 2 samples they had reported: - for sample (B)(6) ¿ group a1b ¿ testing performed on (B)(6) 2022, - for sample (B)(6) ¿ group a1 ¿ testing performed on (B)(6) 2022. For sample (B)(6): a positive 3+ reaction with anti-a reagent and a positive 4+ reaction with anti-b in forward grouping with mts a/b/d monoclonal and reverse grouping card lot 120921037-15 and negative reactions with a1 and b cells in reverse grouping with 0.8% affirmagen lot 8a401. For sample (B)(6): a positive 4+ reaction with anti-a reagent and a negative reaction with anti-b in forward grouping mts a/b/d monoclonal and reverse grouping card lot 020422037-09 and a negative reaction with a1 cell and a positive 3+ reaction with b cell in reverse grouping with 0.8% affirmagen lot 8a470. The customer said they had reported blood group a1b for sample (B)(6) and blood group a1 for sample (B)(6) to the proficiency supplier. They were informed by api that they failed reporting the correct a antigen results for these 2 samples with were expected to be group asubb and group asub for samples (B)(6) and (B)(6) respectively. The customer reported that no patients had not been harmed as a result of the reported events.

Manufacturer narrative:
(B)(4). Analyzer order reports were provided and confirmed the pattern of reactions as reported by the customer. The api reports were provided and confirmed the results reported by the customer. Ortho had contacted the api agency with the results reported to agency from customer site. Based on customer reported results, the incorrect results are due to the fact that the ortho vision ID-mts analyzer does not perform subgroup typing, and those tests have to be performed in tube if there is an abo discrepancy in mts gel or mts a, b gel cards or (ex. Anti-a2, anti-a1 lectin, anti-a, b). The api instructions for use were provided and are indicating that if labs are not performing abo subtyping they should leave reporting fields empty, and that the customer should have selected the result "abo subtyping not applicable" and not to renter any results not performed. The review of the worldwide complaint databases was performed for mts a/b/d monoclonal and reverse grouping card sub lots 120921037-15 and 020422037-09 through to 17 october 2022. No other complaint was reported against these sub lots for discres, unreact and falsepos. No trend for discres, unreact and falsepos by sub lot was identified. For thoroughness, a complaint review was performed for all complaints against master bulk lots 120921037 and 020422037 through to 17 october 2022. One additional complaint was reported against master bulk lot 120921037 for unreact. Detailed review of the activities for this other complaint did not identify a similar profile as this complaint. No additional complaint was reported against master bulk lot 020422037 for discres, unreact and falsepos. No trend for discres, unreact and falsepos by master bulk lots was identified. (Dra#(B)(4)) no further investigation was performed on these incidences. The assignable cause of the discordant a antigen typing results is associated with a user error, the customer having entered the results obtained in the ¿abo subtyping¿ section of the survey report whereas they had not performed abo subtyping. In any case there was no evidence of any systematic failure of the ortho clinical diagnostics reagents and analyzer to perform as intended. No further complaints of this type have been received from the customer site since the time of the reported events. Discordant a antigen typing for 2 proficiency samples. The assignable cause is associated with a user error, the customer having entered the results obtained in the ¿abo subtyping¿ section of the survey report whereas they had not performed abo subtyping. No general product failure is identified. Biased results were reported to the proficiency supplier. No patient was not harmed.